Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the programmer was not communicating with the ins. Patient said they increase stimulation every night and decrease stimulation every morning. Patient was able to increase stimulation last night but when they tried to decrease stimulation this morning they are getting the poor communication screen. Patient changed the batteries in the programmer. Patient said stimulation is too high and is shocking them. Patient is getting the poor communication screen with and without the antenna. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting.